Event description:
It was reported that the customer had an issue with the act and esc buttons not responding on the insulin pump. Customer is not able to clear the alarm and received a failed battery test after a battery change. Customer kept the pump without a battery all night. During the night, the customer's blood glucose was 13.8 mmol/l and it is currently 14 mmol/l. Customer has a back-up plan of expired insulin and was advised not to take it and to contact his health care professional. Customer does not know his basal rates and was advised to ask his health care professional. Customer stated that the pump was not dropped or bumped. The pump was also not exposed to moisture. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.